Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 307736 and lot number 2211231. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for evaluation. However, the retained samples did not display any signs of defect. The process used to print the scale consists of a hot stamping process which embeds printing foil into the barrel. A failure during the marking process could have taken place, resulting in this reported incident; however, based on the investigation results, an exact cause cannot be determined. If the affected samples or pictures for this incident or any potential future incidents become available, we would greatly appreciate the opportunity to conduct a thorough sample analysis. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported that 39 bd emerald¿ syringes had misaligned scale markings. The following information was provided by the initial reporter: "there is another report for lot 2211231, but from a homecare situation, where someone has claimed to have 39 syringes with a misaligned scale".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 39 bd emerald¿ syringes had misaligned scale markings. The following information was provided by the initial reporter: "there is another report for lot 2211231, but from a homecare situation, where someone has claimed to have 39 syringes with a misaligned scale."